Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that a cartridge alarm occurred during basal delivery. Reportedly, the customer loaded a new cartridge and resumed insulin therapy. The customer's blood glucose was 170 mg/dl.